Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: zcp875, zcp975. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. This medwatch report is in response to receipt of maude event report mw5078044. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. How are you currently feeling? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a hernia repair procedure on (B)(6) 2007 and the mesh was implanted. The patient was discharged home. After four weeks,the patient was not feeling good. Two days later, the patient started running fever with night sweats and pain in the right side next to umbilicus. The patient had to return to the hospital and lab tests, blood cultures, chest x-ray and CT scan were performed. As reported by the patient, the infectious disease specialist opined that it was from the mesh. After several days passed, the patient returned to the operating room. It was also reported that the patient has an hour glass and the abdomen left open with drain tube. After several days, the patient was discharged with daily dressing changes at home. The patient is still experiencing constant pain around to right of umbilicus and having constant diarrhea. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.